Event description:
Caller reported an error with the continuous glucose monitor indicating cgm error 42. There was no adverse impact on the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, and the issue was resolved successfully with the caller able to start a new sensor session without further errors.